Manufacturer narrative:
The device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms it was reported that upon implantation of a revision redapt stem, the set screw on the stem inserter sheared off. Per complaint details, ¿no one was injured but led to a difficult procedure¿. Responses to request for information were not received; therefore, the root cause and the patient impact beyond the reported difficult procedure could not be determined. No further medical assessment could be rendered at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. Wear potential causes could include but are not limited to friction, joint tightness or lifetime of device. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that during revision surgery, the set screw that screws the inner rod into the stem sheared off. No one was injured.